Event description:
Sales rep reported that a knee revision surgery due to an acute infection. The surgeon removed the tibial insert and retaining bolt and replaced them with new ones. The infection was treated with antibiotics. The removed implants were not returned to omni. The original surgery was on (B)(6) 2013 and the revision surgery was on (B)(6) 2013.

Manufacturer narrative:
The implants were not returned for exam and therefore omni could not confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records of the explanted implants was performed. There was no evidence in the files that showed a correlation that would likely result in an infection. All batch records, sterilization and sterility results were reviewed and there were no defects or deviation reported.